Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), anxiety ("abnormal bleeding (vaginal, menorrhagia") and depression ("psychological or psychiatric problems condition: depression"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain and menorrhagia had resolved and the vaginal haemorrhage, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: claiming bleeding: menorrhagia (heavy menstrual bleeding): received treatment for bleeding: yes. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jan-2020: plaintiff fact sheet received. Events vaginal bleeding, anxiety was added. Event psychological injury was replaced with depression. Product, patient & reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a 31-year-old female patient who had essure (batch no. 20227512) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced fallopian tube spasm ("left tubal spasm") and complication of device insertion ("left tubal spasm, unable to cannulate"), 2 months 23 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("mental anguish"), depression ("depression") and post procedural complication ("post removal complication-yes"). The patient was treated with surgery (ablation and total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, fallopian tube spasm and complication of device insertion had resolved and the vaginal haemorrhage, anxiety, depression and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, complication of device insertion, depression, fallopian tube spasm, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: claiming bleeding: menorrhagia (heavy menstrual bleeding): received treatment for bleeding: yes discrepancy noted as essure insertion details (previously added-) (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2010: essure procedure - trailing coils: left: 0; right: 3-4 coils. Other findings: tubal spasms, unable to cannulate; on (B)(6) 2010: essure procedure - trailing coils: left: 3-4 coils; right: done before. Other findings: endometrial fluff, around right coils. Imaging procedure - on (B)(6) 2010: confirmation test: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2021: medical records received. Lot number was added. Insertion date was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), anxiety ("mental anguish"), depression ("psychological or psychiatric problems condition:depression") and post procedural complication ("post removal complication-yes"). The patient was treated with surgery (ablation and total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia and abdominal pain had resolved and the vaginal haemorrhage, anxiety, depression and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: claiming bleeding: menorrhagia (heavy menstrual bleeding): received treatment for bleeding: yes. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received : new event post removal complication were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a 31-year-old female patient who had essure (batch no. 20227512) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced fallopian tube spasm ("left tubal spasm") and complication of device insertion ("left tubal spasm, unable to cannulate"), 2 months 23 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("mental anguish"), depression ("depression") and post procedural complication ("post removal complication-yes"). The patient was treated with surgery (ablation and total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, fallopian tube spasm and complication of device insertion had resolved and the vaginal haemorrhage, anxiety, depression and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, complication of device insertion, depression, fallopian tube spasm, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: claiming bleeding: menorrhagia (heavy menstrual bleeding): received treatment for bleeding: yes. Discrepancy noted as essure insertion details (previously added-) (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2010: essure procedure - trailing coils: left: 0; right: 3-4 coils. Other findings: tubal spasms, unable to cannulate; on (B)(6) 2010: essure procedure - trailing coils: left: 3-4 coils; right: done before. Other findings: endometrial fluff, around right coils. Imaging procedure - on (B)(6) 2010: confirmation test: bilateral occlusion. Lot number: 20227512, manufacturing date: 2009-12, expiration date: 2012-12. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 1-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.